Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl.the customer stated that up and down arrow is not working correctly.customer was advised to discontinue use of the device and rever to a backup plan. The customer was advised that the devise would be replaced and agreed to return the product for analysis.